Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, all insulators breached cut, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, and there was apparent explant damage.

Event description:
It was reported that the lead had a gradual increase in impedance, high impedance, and increasing thresholds. The lead was explanted. No patient complications have been reported as a result of this event.